Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they just finished a new implant and when checking impedances in the or, everything was green and ok. However, in post-op, when they attempted to increase stimulation on any of the programs utilizing contact 0, they were unable to increase past 0.3 ma. They were able to increase as expected on programs 2 and 6, which didn't use contact 0. The checked impedances which showed that contact 0 was over 4k ohms but the other contacts were around 300-400 ohms. The issue was not resolved through troubleshooting. It was reviewed that contact 0 impedance would cause them to hit max settings on any programs using contact 0 and that impedance may be temporarily high but current was still getting through the system. It was also revie wed that if they planned on sending the patient home with their stimulation on, they could utilize program 2 and 6 and hopefully contact 0 impedances would normalize so that they could use the other programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was unknown. On the day of the incident, they consulted with the physician regarding the situation. Following recommendations from technical support, the doctor decided to allow some time to see if the device's impedance readings would normalize. It was unknown if the issue was resolved.